Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 555 mg/dl. Customer reported they started using the new insulin pump today and someone from the office assisted him to program the insulin pump. Already took correction insulin using syringe. Customer experienced abdominal pain. Customer reported insulin pump system has not been in use within 48 hours of reported high blood glucose event. The device will not be returned for analysis.